Event description:
An extreme blood leak was found during a dialysis treatment. There was no pt injury or medical intervention.

Manufacturer narrative:
An investigation was performed for complaints received noting a small blood leak from the retainer ring on the centrysystem 3 blood tubing set cartridge during patient treatments. The list of complaints is documented in the attached sheet. The purpose of the investigation was to determine the potential of the failure mode to create a patient safety issue. The weld parameters which were used on the retainer rings involved in the indicated complaints were: weld time: .11 seconds. Weld force: 160n. Weld depth: greater than or equal to .10mm. For this situation, weld depth is considered the most significant indicator of the integrity of the weld. In the lots of blood sets involved in the complaints, retainer rings were rejected if weld depth did not equal or exceed .10mm, when the minimum weld depth is not met, the welding machine alarms, stops the welding process, and rejects the welded cartridges. For the testing in this study, a worst case welding situation was created in which the weld parameters generated a weld depth which was less than the worst case acceptable depth of .10mm. These weld parameters were: weld time: .10 seconds. Weld force: 140 n. Using these parameters, retainer rings with less than minimum weld depth were created, then tested for leak potential. The following three examples, each with at least one retainer ring at less than minimum weld depth, were tested: example 1: .06 mm an d.13mm weld depth. Example 2: .06 mm and .11 mm weld depth. Example 3: .08 mm and .13 mm weld depth. To investigate leak potential in a treatment setting, each of the cartridge was assembled into a complete centrysystem 3 blood tubing set and run on a cenytrsystem 3 machine at the parameters detailed below. These parameters were selected because they exceed typical treatment parameters: solution circulated in blood set: saline (this is worst case, since blood has a higher viscosity and its flow through a retainer ring defect would be less than that of saline). Run time: 4 hours. Pump speed: 500 ml/minute. Arterial pressure: -300mm hg. Venous pressure: 300 mm hg. Of the three cartridges tested, only one leaked. The leak was less than 10cc over the 4 hour simulated treatment. This small amount of blood loss is very consistent with the description of leaks on the complaints received. Based on this evaluation, the welds obtained during production which resulted in the complaints may result in small amounts of blood leaking from the retainer ring as noted in complaints. However, it is considered an extremely remote potential that the leaks will exceed 750 cc, which is the blood loss volume considered to be MDR reportable. Therefore, this defect poses no risk to the patient. Corrective action has been taken to improve the welding of the retainer rings and prevent future leaks; however small.